Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer cardiac plug was successfully implanted on (B)(6)2023 using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6)2024, the patient returned to the hospital presenting with a pericardial effusion. Pericardiocentesis was performed. The physician believes the pericardial effusion was caused by the device. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information obtained from the field indicated that the patient returned to the hospital presenting with a pericardial effusion. Pericardiocentesis was performed. Based on the available information, the root cause of the reported pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 2993 removed.